Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported device embolization occurred. A left atrial appendage (laa) closure procedure was performed in (B)(6) 2016. The procedure started at 12:50 pm and the patient did not have food or drink prior to the procedure. The laa anatomy was described as a wind sock. Heparin was administered and the la pressure was 11mmhg with an activated clotting time (act) of 319. The release criteria were met and the lowest compression was 10%. A 30mm watchman ® laa closure device was implanted successfully with a complete seal noted. The patient did not return for their 45 day follow up. In (B)(6) 2016, the patient had a chest x-ray which showed the closure device in the aorta, but the radiologist did not note this. So it was undiscovered until (B)(6) 2017 when the patient came to the hospital for an unrelated issue. The patient did not have any symptoms. It was noted that the closure device embolized to the aortic arch, just distal to the cerebral vessels. The next day, the closure device was successfully retrieved using snares and a large arterial sheath. The patient is currently doing well and is asymptomatic.